Manufacturer narrative:
Philips service replaced the hv cable and kv/ma board and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that tube arcing issue; hv cable, tube, and kv/ma board found faulty on a allura cv20. The clinical use of the system was outside of use. There was no reported patient or user harm.